Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves and stated that it was an end user issue. No further details were provided. Information about the current status of the ventilator has not been provided. The event date was set as sep 20, 2023 but there is no ventilation registered on that date in the logs. There are no technical error codes in the logs that indicated any malfunction. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date were required. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit. D4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4). H4 manufacture date: - previous manufacture date: 06/24/2020. - corrected manufacture date: 06/22/2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was an incident with patient on ventilator. No further information received. There was no patient harm. Manufacturer's ref #: 895654.